Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Conclusion: damage force sensor ribbon cable during the closing of the upper housing assembly. The ribbon cable was stuck at the edge of the bottom housing and causing a separation from the force sensor board when the upper housing was closed. Rework: recommend replacing force sensor assembly. This is an instruction issue that need to be updated for better assembly process. Disposition: route to service for normal process.